Event description:
Corneal edema both eyes. I had a month of decreased vision before seeing my doctor for recheck/refraction. My prescription glasses were no longer legal for driving and my eyes were too irritated to wear my sclerals. I had used two boxes of nutrifill before recall. I have one sample pack unopened that was under recall. To fill scleral lenses. Reference reports: mw5173097, mw5173099.